Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 27mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a prior medical history of incomplete right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted at a depth of 3mm on the non-coronary cusp (ncc). The patient experienced a complete heart block and at the end of the procedure, a temporary pacemaker was left in place for overnight monitoring. The patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. On the following day, the patient received a permanent pacemaker. The implanter classified this event as being related to the related to procedure and patients' past medical history. The patient was reported to be discharged.